Event description:
It was reported that a nurse had issues with her handheld computer as it would frequently experience screen freeze. Troubleshooting performed by the nurse included a reset which would not always work and the issue would resolve by re-inserting the flashcard. Further information was received through a company representative indicating the handheld had been intermittently freezing at various screens, from the initial boot up to prior to sending programming/diagnostic tests commands. This occurred with any of their patients at any time, but the desired actions could eventually be completed. A replacement handheld was sent to the nurse and good faith attempts to obtain the reported handheld have been unsuccessful to date.